Event description:
.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: were there any issues firing the device? Seems normal when firing. What physical treatment was used to stop the bleeding? Physical press plus hand sewing. When the bleeding was noticed post-operatively, what was the source? Around 2 hours after operation; anus. Was the patient returned to the or in order for the surgeon to complete the hand sewing? Yes. How much blood did the patient lose? Around 400cc. Was a blood transfusion needed? No. How many extra days did the patient remain in the hospital for observation? Two and half weeks. Has the patient been discharged? Yes. What degree of hemorrhoids did the patient have? Not sure. Did the patient have any other medical conditions or was she on any medications, such as a blood thinner, that could have impacted the surgical outcome? No. What is the current status of the patient? Still had little blood, but fine.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon used the device and found a little blood loss during the procedure; then used physical treatment to stop the blood. Around two hours after finishing this surgery, the patient had bleeding again. The surgeon had to use hand sewing to do second surgery. Now the patient is fine but still in hospital for further observation. The sample had been discarded. Additional information has been requested.